Event description:
Boston scientific received information the physician broke the connector pin in the header of the patient's old device, which was a competitor's device. The physician was able to connect this right atrial (ra) lead to a new pacemaker. It was observed, however, that this ra lead would only sense, and not pace. It was also noted that the associated right ventricular (rv) lead, which was also a competitor product, displayed impedance measurements greater than 3, 000 ohms. The decision was made to replace both leads within the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
---

Manufacturer narrative:
No further information could be gathered regarding whether this ra lead remains in service, or was explanted and replaced. Should additional information become available an amended report will be submitted.